Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer successfully reset the pump and cleared the malfunction.